Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: implanting within another graft and no bifurcate was used.

Event description:
An endurant stent graft was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Medical history: pseudoaneurysm in the left anastomosed area and right internal iliac artery aneurysm after y-graft implantation (hemashield 18mm-9mm-9mm) vessel morphology was reported as the diameter of right access vessel (common iliac): 9-10mm. The diameter of right bifurcated internal iliac vessel: 8.9-10mm. The diameter of left access vessel (common iliac): 9-10mm. Diameter of left bifurcated internal iliac vessel: 9.3-10mm minimum diameter of right external iliac vessel: 8.5mm. Minimum diameter of left external iliac vessel: 8.5mm. Length of right access vessel (common iliac): 8mm. Length of left access vessel (common iliac): 69 mm. It was reported that two months after the index procedure, the patient visited the hospital complaining of aching pain in the lower extremities. Emergency intervention was performed after CT images showed occlusion in the limb and stenosis in the distal end of the left graft limb. The patient had endurant limbs implanted to treat right iia aneurysm and pseudo aneurysm at anastomosis site of left limb. The device was implanted from cia to eia. The left iia was already occluded before the procedure and riia was coiled on the same day of implant. The physician related the cause to the thrombus pressing the stent graft and entered into the stent graft during process of endothelium growth. The intervention was completed after heparin was administered for the thrombus, and a bare stent was implanted in the distal end of the left graft limb. No additional clinical sequelae were reported and the patient is doing fine.